Manufacturer narrative:
Actual device involved with this report was discarded by user facility adn not returned for testing. The following were reviewed as part of this investigation: patient risk, frequency analysis, labeling review. The patient had their catheter removed and replaced. There was no patient injury reported with this event.

Event description:
Patient's cap had fallen off catheter hub after showering at home.